Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. Reportedly, the pump vibrated constantly and the issue was not resolved with pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings. On investigation, the alleged vibration issue was not duplicated in the evaluation. Review of black box history found software test related alarm on the date of the complaint. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any call service alarm or vibration issues. Unrelated to the complaint, a battery compartment crack was found to the side of the compartment extending from the case seal upward towards the threads. (B)(4)